Event description:
Revision surgery - cup subsidence. Head exchange. Encore received a complaint about a reportable event. It was determined that the MFR of the device in question was osteoimplant technologies, inc. -oti-. As part of encore's acquisition of the oti product lines, oti -now known as pinnacle holding inc.- agreed to assume all regulatory responsibilities for product implanted prior to encore's acquisition of their product lines on (B)(4), 2005. The info in this report and any associated parts have been forwarded to (B)(4).